Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump had button error. The customer¿s blood glucose level was 119 mg/dl. Customer reported that the act button of the insulin pump was unresponsive. The insulin pump will be returned for analysis.